Manufacturer narrative:
Event was reported to have occurred on an unknown date in the beginning of (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. On the same date as the event onset, the patient was hospitalized for the event and was treated with vancomycin (intravenous, for 14 days, dose and duration were not reported) for peritonitis. It was reported that the patient was discharged after a week of hospitalization. At the time of this report, the patient was recovered from the event. Pd therapy was discontinued and the patient was shifted to hemodialysis via catheter. No additional information is available.